Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory via device image. The device was tested on the bench and high current draw was noted on the hybrid. The cause of the field event was traced to an anomaly on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. The patient's condition is fine after the event.